Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 05/08/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 04/19/2016 with the following findings: a review of the pump¿s black box showed that due to continuous use of the pump, the data and histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. During investigation, the pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The complaint of inaccurate delivery was unable to be duplicated because pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.